Event description:
Initial info was received from a physician via a company representative and received by (B)(4): a consumer of unk sex and age received treatment with poly-l-lactic acid (sculptra). Info on dosage, starting date, and indication was not provided. The physician showed the sales representative pictures and they were horrible. The pt came back 6 months after last treatment and has a pronounced granuloma in malar and temple region. No medical history or concomitant medications were reported. No further relevant info was reported. This case is associated with case number (B)(4).